Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the bur was vibrating/jumping during use. It was also reported that the event contributed to a 5 minute delay to the procedure. It was further reported that no adverse consequences and no medical intervention occurred as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the bur was vibrating/jumping during use. It was also reported that the event contributed to a 5 minute delay to the procedure. It was further reported that no adverse consequences and no medical intervention occurred as a result of this event. It was further reported that the procedure was completed successfully.